Event description:
It was reported that the patient presented with noise on the right atrial lead. No intervention was reported. Patient status was not known.

Manufacturer narrative:
Further information was requested but not received.